Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), product type: catheter. (B)(4).

Event description:
It was reported that, in the middle of a catheter implant, the healthcare provider (hcp) was having issues getting the catheter to t ravel cephelad, as it was continuously traveling caudal. The hcp pulled the catheter back through the needle and, in doing so, the stylet had perforated at the end of the catheter. The hcp pushed the catheter stylet further into the catheter during implant and the stylet tip was protruding through one of the perforations at the tip of the catheter. The hcp felt that the stylet came through a normal perforation at the end of the catheter and did not believe there was damage to the wall of the catheter itself, so he proceeded to implant the catheter. A dye study during the implant showed normal dispersion of contrast at the tip of the catheter in the intrathecal space. The patient did not experience any symptoms associated with the event and the patient received adequate therapy. The device system was used to deliver dilaudid. The cause of the event was not reported. Further follow-up was being conducted. If additional information is received, a follow-up report will be sent.